Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history record review was attempted for the subject device but could not be completed because the lot number is unknown and cannot be traced. The device date of manufacture is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a spindle assembly broke before sterilization. There was no associated surgery, and no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - the complaint condition was able to be confirmed as the threaded tip of the spindle was found to be broken and missing the 2.65mm distal-most portion. No definitive root cause was able to be determined as surgical technique at the time of failure was unknown. This failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. The trial spacer handle (389.151) is utilized within the synfix system which provides instruments and implants for zero profile stand-alone anterior lumbar interbody fusion (alif) procedures; the trial spacer handle is specifically utilized for implant sizing. A trial spacer handle is threaded into a synfix trial and inserted into the disc space with controlled and light hammering. The returned instrument was forwarded to service and repair where measurements and photographs were taken and forwarded to the customer quality unit for investigation. Based on the photographs threaded tip of the spindle was confirmed to be broken. The threaded region of the returned device was measured to be 3.6mm and is manufactured to be 6.25mm; as such the distal 2.65mm of the tip is missing and was not returned. No definitive root cause was able to be determined as surgical technique at the time of failure was unknown. This failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. Current drawings for the returned device were reviewed as a specific date of manufacture was unable to be determined without a lot number. As there is no etch on the returned spindle assembly, the part was manufactured prior to a design change. The spindle material was changed from 440a stainless steel to custom 465 for added strength. Additionally device drawings for the trials were reviewed. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device or service history review was able to be performed as the device lot number was not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.